Event description:
It was reported that patient underwent elbow procedure on (B)(6), 2011. Upon opening the condyle set, surgeon discovered that the box contained two condyles of the same type. An additional condyle set was opened to retrieve a mating condyle to complete the procedure. No delay in the procedure or injury to the patient was reported.

Manufacturer narrative:
Evaluation of returned device confirmed reported condition. Decision was made to recall outstanding units within this product lot as problem would only affect outstanding units within this lot. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.